Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker delivered high-rate sensor driven pacing up to the maximum sensor rate of 120 beats per minute (bpm). The high-rate sensor pacing was able to be reproduced with left arm movements. Technical services (ts) discussed the potential of device movement in the pocket and discussed potential pocket revision options. The health care professional (hcp) ultimately made programming changes for optimization of the minute ventilation (mv) feature and plans to continue monitoring. No adverse patient effects were reported. This device remains in service.